Event description:
On an unknown date, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024 the patient experienced stoma site granuloma, inflammation, and discharge around stoma site. On (B)(6) 2024 the patient visited the surgical department and was treated with topical silver nitrate. At the end of (B)(6) 2024, the patient underwent an abdominal ultrasound which revealed inflammation around the peg/pej. On (B)(6) 2024, the patient was also treated with 875/125mg of augmentin. No further information is available.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.